Event description:
Lens explanted due to impaired vision from opacification observed postoperative.

Event description:
The surgeon reported surface opacification of the intraocular lens approx 14 months post-operative. The pt's vision decreased to 20/100 at last report. The lens remains implanted.